Event description:
A report was received that a patient was explanted due to the device not performing properly and it was shocking him.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-8120-50 serial#: (B)(4) description: artisan surgical ld 50cm. The explanted paddle lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that a patient was explanted due to the device not performing properly and it was shocking him.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that the patient's stimulation could give the patient a shocking feeling instead of a smooth feeling was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint the patient's stimulation could give the patient a shocking feeling instead of a smooth feeling was not duplicated or confirmed. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.